Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #1627487-2016-05551. It was reported the patient underwent surgery where the intent was to implant a new lead. However, when the physician opened the epidural space it was noted the area had adhesions. The procedure was abandoned. Device 2 has been added to the record.